Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that the lead exhibited severe explant damage. Performance data collected from the device was received and analyzed. Analysis revealed oversensing associated with the right ventricular lead, the pacing capture threshold in the rv (right ventricle) was elevated, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was an unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant medical products: d224drg ICD, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported through the manufacturer's remote monitoring system that a lead integrity alert (lia) had been triggered for non-sustained ventricular tachycardia (vt) events as well as increased sensing integrity counter (sic) counts. There was also an indication of a single high threshold measurement about one week prior to the alert. Patient was seen in hospital the next day and it was believed that the patient's right ventricular (rv) lead had a possible fracture as evidenced by rising pacing thresholds and oversensing. The lead function was programmed off and the lead was partially explanted and was replaced one week later. No patient complications have been reported as a result of this event.